Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and on (B)(6) 2008, and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted, concurrently with a endometrial ablation, d&c, hysteroscopy. The patient underwent revision of mesh, laparoscopic enterolysis, and right salpingo-oophorectomy on (B)(6) 2008 due to mild urinary retention, right ovarian cyst, and chronic pain. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that patient underwent sling revision with mesh excision and cystourethroscopy on (B)(6) 2014 due to pain at suburethral sling. No additional information was provided.

Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.